Event description:
Customer reported having issues with sensor readings. Customer's blood glucose would 134 to 140 mg/dl and sensor would be reading 68 to 77 mg/dl. The insulin pump would go into threshold suspend, which is set at 70 mg/dl. Customer has had blood glucose around 200 mg/dl and sensor would be reading 350 to 400 mg/dl. Customer has issues with calibrating the sensor and it adhering. Troubleshooting was performed. Customer was advised how to properly calibrate the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.